Event description:
It was reported that the device broke during use, no report of any serious injury. Reporting due to historical data that suggests that this malfunction was already reported because it caused a serious injury in another case.

Manufacturer narrative:
The lag screw assembly was returned and evaluated. A visual inspection revealed that the cap on the retaining rod was fractured; no parts were sheared off. Additionally, the rest of the lag screw assembly exhibits normal wear and use damage. Finally, the threads on the retaining rod had no material deformation or damage that would cause the device to fail. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.